Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-1588h batch number 37621851 was received for evaluation. Visual evaluation confirmed the allegation; a suture is stuck inside the tensioning slot. Functional testing doesn't apply to this device. The most likely cause of the reported failure is wear and damage due to repeated use and/or reprocessing.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/9/2024, it was reported by a distributor via (B)(4) that an ar-1588h tightrope suture tensioner had a suture stuck in the handle and could not be removed. This was discovered during an unspecified procedure, with no reported patient harm. Additional information received on 1/24/2024: this was discovered during an acl reconstruction on (B)(6) 2024. The case was completed using another ar-1588h tightrope suture tensioner. There was no adverse effects on the patient due to the issue.